Event description:
It was reported that during a percutaneous transluminal angiography procedure the tip of the balloon catheter fractured. The lesion being treated was located in a dialysis shunt. The lesion site was severely stenosed. The balloon was inflated with a manometer to 8 to 10atm. During inflation the tip of the catheter separated from the catheter shaft inside the patient. A small portion of the device remained inside the patient and required surgical intervention for removal. Due to this event, the dialysis shunt completely closed. Following surgery, the patient's status was reported to be okay.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angiography procedure the tip of the balloon catheter fractured. The lesion being treated was located in a dialysis shunt. The lesion site was severely stenosed. The balloon was inflated with a manometer to 8 to 10atm. During inflation the tip of the catheter separated from the catheter shaft inside the patient. A small portion of the device remained inside the patient and required surgical intervention for removal. Due to this event, the dialysis shunt completely closed. Following surgery, the patient's status was reported to be okay.

Manufacturer narrative:
Device evaluated by MFR: a blood-like substance was visible in the inner shaft and balloon. The outer shaft was separated approximately 39.5 cm from the hub. The inner shaft was separated at the bond that joins the inner-outer shaft components proximal of the balloon. The distal inner shaft was also separated approximately 2.2 cm from the distal tip. The portion of the inner shaft between the two separations was not returned with the device. The markerbands were detached from the inner shaft and inside the balloon. The distal tip was damaged , including scratches that maybe consistent with interaction with a heavily stenosed and/or calcified lesion. Microscopic examination of the balloon revealed that the distal end of the balloon was bunched-up. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).